Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. The patient tolerated the procedure. During the procedure, a type ii endoleak was noted, but no reintervention for this endoleak was reported. On an unknown date, follow-up examination revealed aneurysm enlargement and a suspected proximal type I endoleak. A type ii endoleak was also suspected. On (B)(6) 2021, the patient underwent a reintervention. Additional stent grafts were deployed using chimney technique to extend the device proximally to treat the type I endoleak. No treatment was performed to treat the type ii endoleak. The patient tolerated the procedure.